Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call the customer stated that he was receiving a b30 communication error with multiple different scopes. Tac advised him to clean the contacts on the scope with 70 percent isopropyl alcohol, let them dry, and then attempt the connection again. Tac went on to confirm with the customer that he was shutting down the unit between switching out scopes as that can also prompt the b30 error message. The customer cleaned the scopes, and has not reported any issues since. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite video system center was presenting a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but are unknown at this time. The initial reporter did note that after cleaning to contact points, no further issues were had. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the problem was able to be resolved through troubleshooting, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.